Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was freezing up. The field service engineer reseated all the cables, disabled usb sleep mode and confirmed with the customer that the issues was related to it. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis anesthesia system the fingerprint bioid was freezing. The customer reported that the pyxis taking too long to get fingerprint ID screen. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.